Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead exhibited oversensing and delivered inappropriate shock therapy. The physician suspected a lead conductor issue and scheduled a product replacement. No resulting adverse patient effects were reported and to date, no information has been communicated regarding the lead revision. Subsequently, the lead was replaced with another lead of the same model type. No procedural complications and no return of product.